Event description:
It was reported that during inspection the cardiosave intra aortic balloon pump (iabp) compressor test failed. There was no patient involvement.

Manufacturer narrative:
Due to character restriction on field e1: event site name: (B)(6). Event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, g1(contact office, contact person -mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and confirmed the reported issue. A reservoir tank malfunction was found during compressor test. The reservoir tank was replaced. Good faith efforts (gfe) attempts were made to obtain the additional information on this complaint event, if the issue was resolved and was all functional test performed but no response, therefore this complaint record is being closed. If information is received, the complaint will be reopened and updated.

Event description:
N/a